Manufacturer narrative:
No prime/fill anomaly was noted. No skipping was noted during the fixed prime selection. The pump passed the displacement, rewind, basic occlusion, prime and occlusion tests. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would skip the fixed prime process after fill tubing occurred. The customer stated they did not have an option to perform a fixed prime. Troubleshooting found the customer saw a 0.0 and drops at the end of the tubing. The customer was advised this was unusual insulin pump behavior. Customer's blood glucose was 5.5 mmol/l. The customer was advised they can have the insulin pump replaced. Customer agreed to return the insulin pump for analysis.